Event description:
Caller states the pt tested 538 mg/dl and 225 mg/dl on inform sys 1 while inform sys 2 produced a result of 231 mg/dl. All results were obtained within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect sys and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in inform sys 1. Reference medwatch with a1 pt for suspect device in inform sys 2.